Event description:
It was reported that the patient experienced shocks. A chest x-ray revealed that the atrial lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.